Manufacturer narrative:
The patient previously experienced thrombus on (B)(6) 2019 which is reported under MFR #2916596-2019-00109. Approximate age of device- 1 year, 4 months. The investigation results will be provided in a subsequent submission.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had a rise in ldh to 1147. The manufacturer's technical service representative reviewed the log file and observed elevation of power and flow with a drop of power and flow on (B)(6) 2019. The patient had continuously taken bivalirudin, but cannot be taken off due to rise in ldhs. The patient had a suspected thrombus since (B)(6) 2019 and had ldhs range from 300s up to 1100s. Echocardiogram with ramp showed adequate unloading. On (B)(6) 2019, the patient underwent transplant. During explant, there was direct visualization of fibrous deposition at the front bearing of the impeller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6) confirmed the presence of pump thrombosis, which could have contributed to the reported increase in ldh level. (B)(6) was returned assembled with the driveline (dl) cut approximately 1.5¿ from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, inflow conduit flex section, and inlet elbow) was returned. The outlet elbow was returned attached to the pump¿s outlet port and the outflow graft was returned detached from the outlet elbow. Examination of the blood tube/rotor inlet revealed a thrombus formation surrounding the rotor¿s bearing ball. The laminated structure of this formation indicates that it developed over an undetermined period of time while (B)(6) was supporting the patient. Examination of the proximal-side of the outlet stator revealed a small thrombus situated adjacent to the outlet bearing ball and stator blades. The lack of laminated layering indicates that the thrombus did not initially form in this location; however, contact marks at the distal end of the rotor suggest that it was present during support for an unknown period of time. The specific origin of this thrombus could not be conclusively determined. Additionally, although the evaluation could not determine a specific cause for the development of the observed thrombus formation in the outlet stator, its partial obstruction of the blood flow path could have contributed to the reported elevated ldh level. Upon removal of the observed depositions, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.